Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose level went up to 892 mg/dl. She was vomiting, thirsty, and unconscious. The customer was admitted into intensive care unit on (B)(6) 2017. The customer was off the insulin pump less than 48 hours. The customer slept for 9 hours without getting any insulin. The device was not returned.